Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve is failing due to severe aortic stenosis after an implant duration of fourteen (14) years, one (1) month. The patient is symptomatic with progressive fatigue, dyspnea on exertion, and occasional chest tightness. The patient is being presented for transcatheter valve-in-valve intervention; however, the procedure has yet to be scheduled.

Manufacturer narrative:
Additional manufacturer narrative: edwards receive additional information through follow-up.

Event description:
Edwards receive additional information through follow up that the patient underwent the valve in valve procedure with a 23mm transcatheter valve. There were no procedural issues reported and the patient was noted to be doing well post-procedure.